Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 374 mg/dl. Prior to the event, an alarm occurred on the insulin pump. Afterwards, the customer programmed a temporarily basal rate into the insulin pump. Troubleshooting was performed, and the insulin pump passed the self test. The high pressure test could not be performed. Nothing further was reported.